Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available to be returned for evaluation as it remains implanted within the patient. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
A (B)(6) year-old male patient with a stented edwards perimount 21mm bioprosthesis underwent redo surgery after an implant duration of approx. 5 years due to early degeneration. As reported, indication for initial replacement was aortic stenosis and aortic aneurism involving the root and a modified bentall debono procedure was performed. During the procedure a vascutek valsalva 28mm dacron graft was implanted along with a mitral annuloplasty too. A suture less non edwards 23mm valve was implanted within the edwards surgical device and another non edwards device was implanted in the mitral position. Because of the difficulty in removing the previously implanted aortic prosthesis, the non edwards valve was inserted inside the frame of the perimount as an open "valve in valve" procedure. A pacemaker was implanted in the postoperative period for a complete av block. Six months later, the patient suffered an acute bacterial endocarditis leading to bioprosthesis degeneration and severe heart failure, only partially controlled by maximal medical therapy. The patient was rehospitalized to be medically treated and re-evaluated for surgery. During hospitalization, he developed covid 19 pneumonia, diagnosed at CT scan and by molecular swab, which was treated by oxygen supplementation, oral prednison, and subcutaneous low molecular weight heparin. Multiple thoracenteses and red blood cell transfusions were needed. After 2 months of cardiac rehabilitation, the patient underwent a valve in valve tavi with a 23mm edwards sapien 3. The patient was discharged 5 days later, in good clinical conditions.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: a1, a2, b4, d4, d6, g3, g4, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Event description:
A 73-year-old male patient with a valve model 3300tfx25mm underwent redo surgery after an implant duration of approx. 5 years due to early degeneration. As reported, indication for initial replacement was aortic stenosis and aortic aneurism involving the root and a modified bentall debono procedure was performed. During the procedure a vascutek valsalva 28mm dacron graft was implanted along with a mitral annuloplasty too. A suture less non edwards 23mm valve was implanted within the edwards surgical device and another non edwards device was implanted in the mitral position. Because of the difficulty in removing the previously implanted aortic prosthesis, the non edwards valve was inserted inside the frame of the perimount as an open "valve in valve" procedure. A pacemaker was implanted in the postoperative period for a complete av block. Six months later, the patient suffered an acute bacterial endocarditis leading to bioprosthesis degeneration and severe heart failure, only partially controlled by maximal medical therapy. The patient was rehospitalized to be medically treated and re-evaluated for surgery. During hospitalization, he developed covid 19 pneumonia, diagnosed at CT scan and by molecular swab, which was treated by oxygen supplementation, oral prednison, and subcutaneous low molecular weight heparin. Multiple thoracenteses and red blood cell transfusions were needed. After 2 months of cardiac rehabilitation, the patient underwent a valve in valve tavi with a 23mm edwards sapien 3. The patient was discharged 5 days later, in good clinical conditions.